Event description:
During follow-up, low pacing impedance and oversensing were observed on the right ventricular lead. Abbott technical support was contacted and lead damage is suspected, although not confirmed. No intervention was performed and the patient will be monitored until a lead revision can be performed. The patient was in stable condition.